Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they visited emergency room due to high blood glucose on (B)(6) 2022. With blood glucose of 200 mg/dl. The customer's current blood glucose is 175 mg/dl. Customer stated their blood glucose value was 426 mg/dl. The customer did experience symptoms such as vomiting, thirst, headache, weakness, confusion, altered vision as a result of high blood glucose. The customer was treated by insulin pen and intravenous insulin drip. Customer reported insulin flow block alarm which was resolved by complete set change. No further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Updated description summary: customer reported having some faulty sets that would clog up. Six sets did not result in harm (inserted july 28th and failed july 29th, inserted august 1st and failed august 2nd, inserted august 4th and failed august 5th, inserted august 8th and failed august 9th, inserted august 9th and failed august 11th, inserted august 11th and failed august 12th). The set that was inserted on august 5th and failed on august 7th was associated with a high blood glucose emergency room visit on august 7th at 16:00. His blood glucose was 426mg/dl in the morning and went down to 276mg/dl and was in the 200smg/dl in the emergency room. Customer was confused, feeling sick/unwell, had a headache, was tired/weak, had altered vision/vision changes, had increased thirst, and was throwing up. Customer had moderate ketones. Customer had treated with insulin pens and was treated with insulin drip in the hospital. Pump was used at the time of the incident. Per customer, auto mode was not used. It is unknown if sensor was used.